Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination of the patient's rv lead revealed over-sensing of noise. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout and no complications were reported.